Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Desription of event according to initial reporter: it is alleged that "[pt] was implanted with a celect ivc filter on (B)(6) 2011. On or about (B)(6) 2019 [pt] sought treatment for lower back pain. Diagnostic testing performed in conjunction with that treatment revealed for the first-time problems with her filter, including fractured struts and a strut embolized to her right middle lobe. On or about (B)(6) 2019, [pt] underwent surgery to remove the celect ivc filter at issue. [Pt] was injured by her celect ivc filter fracturing and migrating". Patient outcome: it is alleged that "[pt] was caused to suffer severe and personal injuries, which are permanent and lasting in nature, including, but not limited to, physical pain, mental anguish, diminished enjoyment of life, expenses for medical treatment, as well other personal and pecuniary harm."

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to pelvis thrombosis and bilateral pulmonary embolism (pe), followed by a successful complex removal procedure . Patient is alleging migration, tilt, vena cava/organ perforation, fracture, and device unable to be retrieved. The patient further alleges pain and suffering. Report from xray: "there is a retrievable cook celect ivc filter with proximal portion overlying the superior l2 vertebral body endplate. There is a fracture of one of the primary struts with this fractured strut displaced inferiorly. A secondary strut is also likely fractured and nondisplaced." Report from CT: "an ivc filter is seen in the cava which is tilted. The head of the ivc filter protrudes in to the left renal vein. 11 intact filter struts are identified. Multiple struts appear extravascular, including one extending posteriorly causing osseous remodeling of the adjacent l3 vertebral body. There is no evidence of active bleeding. No struts violate the duodenum or aorta. A fracture strut is seen in the body of the right psoas muscle." Report from xray: "an ivc filter overlies the right lateral aspect of the l2 and l3 vertebral bodies. Surgical clips are noted in the right upper quadrant. A linear foreign body is noted in the right lower quadrant which may represent a dislodged ivc fragment." Report from xray: "there is a 2.7 cm ivc filter strut which has embolized to the right middle lobe, likely segmental versus subsegmental pulmonary artery." Report from CT: "note is made of a radiodensity within the subsegment of the right middle lobe that represents an embolized tine from an inferior vine cava filter." "Inferior vena cava filter is seen within the inferior vena cava just below the level of the renal veins. There are tines seen to extend beyond the inferior vena cava into the retroperitoneal fat at negative 264.70. Another is seen extending into the vertebral body with remodeling of the vertebral body. The sclerosis suggests that there is some chronicity to this finding. Another tines seen within the psoas muscle at slice position negative 310.70. Just superior to the filter there is a tiny thrombus attached to an anterior tine that measures 4 x 4 millimeters at negative 233.70. There is no retroperitoneal hemorrhage or signs of instability." Report from xray: "an inferior vena cava is present at least one strut appears to be disconnected. A second curvilinear radiopaque density is seen overlying the right hilum." Retrieval report (successful): "initial ivc gram demonstrated a malpositioned ivc filter with the tip of the filter positioned outside the inferior vena cava. The filter was successfully engaged and removed using a combination of loop snare technique and forceps. 2 small residual tines were successfully removed after the bulk of the filter was removed using forceps and a snare as described above. At the end of the procedure no residual tines were noted in !he ivc. The tines positioned in the right middle lobe pulmonary artery remained unchanged in position as well as the time in the right psoas musculature. Attempt was not made at retrieving the tines in the pulmonary artery and psoas muscle as the risks outweighed the benefits of treating these tines." "Mild irregularity along the ivc wall is likely due to chronic ivc filter changes."

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc/organ perforation, thrombus, difficult/incomplete removal, tilt, pain/suffering. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and suffering are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.